Event description:
Per the clinic, the device was explanted on (B)(6)2023, for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on january 24, 2024, was filed inadvertently. The correct date of this report is december 29, 2023.